Event description:
The complainant is an insulin dependent diabetic. Patient states that the only results that patient has been receiving has been hi (greater than 600 mg/dl). The customer concerned about these higher results went to patient local pharmacy to get their blood sugar checked. At the pharmacy patient's blood sugar was 110 mg/dl (method unknown) while their glucometer elite xl consistently gave a "hi" result. Investigating this observation it was learned that the customer is using excel off brand reagent strips. The use of these off brand reagents is not supported nor provided by bayer. The customer was advised to contact the manufacturer of the off brand reagent for further evaluation. The customer did not have a check paddle to review the electronic operation of the system. Replacement items are being provided for further investigation.